Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been having with no delivery alarms. The customer has tried all of the infusion sets and multiple insulin pumps. The customer had a blood glucose of 562 mg/dl and treated with the insulin pump. Two hours later the customer's blood glucose was 440 mg/dl. The customer treated with the insulin pump and is now at 387 mg/dl. No medical intervention was required. Nothing is returning.